Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to electromagnetic interference (emi). It was also noted that the right ventricular (rv) lead had high pacing impedance. Reprograming occurred and the device and lead remain in use. No further patient complications have been reported as a result of this event.